Manufacturer narrative:
The lot number is unknown at this time.

Event description:
Information was received indicating that during pre-use check the tracheostomy tube worked properly, however, leakage was observed during the use of the product. There were no adverse events reported.